Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assembly. The insulin pump had smell of insulin inside pump reservoir tube and moisture damage was found on motor assembly.

Event description:
The customer's mother reported via phone call that the insulin was leaking into the insulin pump. The customer's blood glucose was 350 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that they were feeling weak and had a headache. The customer's mother performed self test and the self test passed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.